Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) 2014, the patient was catheterized at the guizhou provincial people's hospital for treatment of end-stage renal disease. On (B)(6), the patient suffered stomach ache and she was examined. The doctor found that the patient suffered peritoneal dialysis catheter leakage, and she was infected with peritonitis. On (B)(6) 2014, the doctor withdrew the catheter and conducted the further treatment for the patient.

Manufacturer narrative:
Submit date: september 15, 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned and no photos were received. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncr related to the reported issue. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to excessive force or a sharp object). However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, qa performs in-process inspection for tube integrity at the final stage of production, which would avoid leak issues in the catheter assembly. This complaint will be used for tracking and trending purposes